Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6fr sheath after an interventional peripheral angioplasty and stenting procedure. Reportedly, a proglide was introduced into the artery and the footplate was deployed; some resistance was felt when the device was pulled back and adequate tension was felt. There was no cessation of blood flow from the proglide marker lumen. The feet were retracted and deployment was attempted again with the same result. Upon a third attempt, the proglide pulled out of the artery. Outside of the anatomy, it was noticed that there was an anterior footplate; however, there was no posterior footplate. A guide wire was reintroduced, using the 6fr sheath, and an angiogram was taken of the left groin and superficial femoral artery. The image showed no portion of the proglide device left behind in the patient. It was felt by the operator that the posterior footplate was missing prior to use. Hemostasis was achieved with a non-abbott device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The reported missing foot was confirmed. The loss of access could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.